Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. The patient experienced peritonitis manifested by cloudy effluent and was hospitalized on the same day for the event. The cause of peritonitis was not reported. On the same day, the patient was treated with alphacef (3gm, per day, and route not reported) and medfurin (2gm, per day, and route not reported). The patient was recovering from this peritonitis event.